Manufacturer narrative:
Patient code 3191 captures the reportable event of prolonged procedure. Upon receipt at our post market quality assurance laboratory, the device sensing and high threshold allegations were not confirmed based on normal lead resistance measurements and inspection that showed no conductor fractures. The difficult-to-position allegation was not confirmed,analysis found no damage or defect consistent with placement difficulty. The prolonged procedure ar code was not confirmed, no evidence of device defect, malfunction, or non-induced damage was found.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to inability to maintain satisfactory sensing and high thresholds despite repositioning multiple times. It was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to inability to maintain satisfactory sensing and high thresholds despite repositioning multiple times. It was successfully replaced. No adverse patient effects were reported.